Event description:
Caller reported cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level since it did not exceed 500 mg/dl. Customer experienced repeated cartridge alarms and contacted technical support, who confirmed the issue and resolved to replace the pump, which was still under warranty. Customer was advised to transition to multiple daily injections as backup therapy and received instructions on using the replacement pump with updated software. Technical support ensured that the caller understood the steps for returning the malfunctioning pump and receiving the replacement.